Event description:
It was reported that a relion insulin syringes 1/2ml 31 gauge had a cracked barrel. No patient impact was reported. The following information was provided by the initial reporter: spouse reporting issue on behalf of his wife. Stated, he found a syringe with cracked barrel from the package. Could not use. Date of event: (B)(6) 2022.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: customer returned a 0.5ml, 31 gauge, 6mm syringe from lot 1067875. The syringe features a section of the barrel that has broken off towards the distal tip of the syringe. This section of the barrel is missing entirely from the returned sample. The needle was found to be intact at the end of the syringe with no defects of any kind. A review of the device history record was completed for batch# 1067875. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for open vertical seal. There was one (1) notification noted for cracked hubs. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of syringe barrel damage. Root cause: it was noted during this timeframe, l2l maintenance dispatches was initiated for frequent inhabit gate jams. The blank barrels transfer down one rail into an indexer and on to an additional rail prior to going into the printing machine. If a barrel isn¿t feeding into the indexer correctly, it could cause a jam at the indexer and could damage the syringe.

Event description:
It was reported that a relion insulin syringes 1/2ml 31 gauge had a cracked barrel. No patient impact was reported. The following information was provided by the initial reporter: spouse reporting issue on behalf of his wife. Stated, he found a syringe with cracked barrel from the package .could not use. Date of event: 2022-02-28.